Event description:
Allegedly per the paper by silverton et al. (Journal of arthroplasty, may 2014, "midterm results of a femoral stem with a modular neck design: clinical outcomes and metal ion analysis"), allegedly a (B)(6) male patient was revised 6.2 years after primary surgery for pain, femoral osteolysis, and taper corrosion. Other components involved a 54mm metal head (probably conserve) on a monoblock shell (probably conserve).

Manufacturer narrative:
This report is a duplicate of medwatch no: 1043534-2010-00065.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01005, 01006, 01007.

Event description:
The dealer alleges the (B)(4) concentrator has 3-4 alarms.